Event description:
An invacare representative reported that the locking button on the commode would not come out after being pressed in. This could lead to product instability and cause the commode to possibly reduce its designed weight bearing capacity.